Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that poor communication occurred due to cable failure and the image was not displayed. It is presumed that the cause of occurrence of cable failure is that the cable got disconnected due to kink of the cable, and the cable got failed. The event can be detected by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image was completely black due to a faulty cable. Additional non-reportable findings were; housing was worn out with damaged pins and deep scratches, there was a kink/knot on the cable, and there was a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head had a completely black image. The issue occurred during preparation for use, and the procedure was completed with a similar device, with no delay. There was no patient harm associated with the event.